Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model#: sc-8352-70, serial #: (B)(4), description: coveredge x 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient experienced a sudden loss of motor movement following an implant procedure. The physician confirmed that it was not device or procedure related, however, he believed that it was from a transient cord ischemia. The patient underwent an explant procedure and was able to regain motor function afterwards.